Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal to mid left anterior descending artery with mild tortuosity, heavy calcification and 90-99% stenosis, a 1.2 x 6 rx tenku dilatation catheter was advanced and dilatation was performed at the lesion. A non-abbott rotablation device was advanced and rotablation was performed. Intravascular ultrasound was performed and a 2.5 x 15 rx tenku dilatation catheter was advanced without resistance and inflated two times at 8 atmospheres (atms); however, the balloon ruptured on the second inflation at 8 atms. The 2.5 x 15 rx tenku dilatation catheter was withdrawn without resistance from the patient anatomy. A promus stent was implanted at the target lesion and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: rinato, grandslam; guide cath: heartrail7f al1.5. The rx tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.